Manufacturer narrative:
Releated MFR # 2916596-2020-04659 (driveline damage); clamshell repair (cs-076326). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stops. An interrogation of the left ventricular assist device (lvad) revealed low voltage, low flow, and pump off faults. A review of the log files revealed speed reduction and pump stopped events on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. These issues only appear to be occurring while the vad is connected to the mobile power unit. Although no area of concern was found on the driveline from x-ray images, the patient has a history of driveline damage and a clamshell repair.

Manufacturer narrative:
D9, h3: a portion of the percutaneous lead was returned. Manufacturer's investigation conclusion a review of the submitted log file confirmed the reported alarms and pump stop events between (B)(6) 2023 and (B)(6) 2023 while the patient was connected to the mobile power unit (mpu). Although the evaluation of the replaced external portion of the driveline (dl) as well as the submitted images did not confirm an issue that could have contributed to these events, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Additionally, cosmetic damage to the outer jacket of the driveline was confirmed; however, a specific cause for the observed damage could not be conclusively determined. A distal-end driveline replacement was performed on (B)(6) 2023 under and approximately 22¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of tape were observed approximately 2"-7.5" and 12"-17.5" from the controller connector, and upon removal of the tape, twisting and several tears in the silicone jacket were observed. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6), and the driveline, serial number (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6), and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a driveline revision on (B)(6) 2020. The alarms had resolved after the repair, and the patient remained on the ungrounded patient cable.